Event description:
It was reported that, during a surgical procedure with gaseous anesthetic, the device's cap covering the co2 monitoring port was removed to allow the tubing to the capnometer to be attached. When anesthesia was discontinued, the tubing to the capnometer was removed from the device's monitoring port, and the user replaced the device's cap on the monitoring port. During subsequent ventilation of the patient, the user discovered that the cap had become dislodged due the pressure in the breathing circuit generated by the ventilator. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.